Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, the handle was rotated; however, the bands intertwined and would not deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and showed that the bands were moved from their position and overlapped. Additionally, it was reported that the ligator shrink wrap was removed after connecting the ligature unit to the tripwire; however, per the instructions for use (IFU), "removal of the ligator shrink wrap is done at the end of the setup."

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.